Manufacturer narrative:
The complaint device was returned to stryker sustainability solutions (sss) for an evaluation. Visual inspection of the device revealed evidence of clinical use including the presence of biological material on the distal tip and an indention in the teflon pad. The distal tip of the scalpel blade was broken off. The observed pad indention is typically caused by closing the jaw without tissue between the activated blade and pad, which suggests the jaw was initially intact during clinical use. Based on the damage observed, the most likely cause for the report was determined to be an impact of the jaw with a hard object such as a staple or surgical clip during clinical use. Stryker sustainability solutions' instructions for use state: "avoid contact with any and all metal or plastic instruments or objects during instrument activation. Contact with staples, clips, or other instruments during instrument activation may result in premature blade failure, resulting in generator solid tone or instrument error." A review of the lot control sheet for the reported device serial number indicated the device passed all inspections prior to release from sss. The reported event is not occurring more frequently or with greater severity than is usual for the device.

Event description:
It was reported that during a procedure the "15mm tip of the" ultrasonic scalpel "broke off in the patient." An "x-ray confirmed the tip remained in the patient in the left mid abdomen above the iliac crest where it is migrating."